Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its distal end, i.e. Several struts are bent outwards. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion in the severely tortuous lad. It was reported that lesion crossing was not successful with the orsiro mission despite pre-dilatation of the lesion. During investigation it was detected that the stent was deformed.